Event description:
The physician intended to use a 3.0 x 18mm resolute onyx drug eluting stent to treat a moderately tortuous, severely calcified lesion with 99% stenosis in the proximal circumflex artery. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated using a 1.25x10mm otw sprinter legend balloon, and used for exchange of a non-mdt wire. The device did not pass through a previously-deployed stent. There were no abnormalities in relation to anatomy. Resistance was encountered when advancing the device and excessive force was used. A non-mdt coronary burr was used to atherectomize the circumflex artery. Post atherectomy, a 1.5x10mm euphora balloon and a 2.5x12mm euphora balloon were used to dilate the lesion at 14atm. The 3.0 x 18mm resolute onyx was advanced over the non-mdt wire, and attempted to cross the proximal portion of the artery. The stent encountered severe calcium and dislodged in the proximal circumflex artery. A 2.0x6mm euphora balloon was then unable to pass through the dislodged stent for potential retrieval due to the difficulty of the lesion. A second non-mdt wire was passed around the dislodged stent and the first wire. A 2.0x12mm non-mdt balloon catheter was then inflated (using second wire) and used to crush the dislodged stent against the proximal circumflex artery wall at 14atm. A 3.0x15mm resolute onyx device was attempted to be advanced on the second wire but failed to cross the lesion and was removed intact. No stent deformation was observed. A 3.0x12mm nc euphora balloon was advanced and further crushed the dislodged stent at 20atm. The 3.0x15mm resolute onyx device was re-advanced and was successfully deployed at 18atm over the dislodged stent. The stent delivery system was removed. The physician pulled the first wire from behind the dislodged/crushed stent and stretched the proximal portion of that stent from behind the deployed stent into the left main. This was visualised under x-ray. The first wire was then removed intact. Another wire (third wire) was advanced into the left main/lad. A 5.0x8mm nc balloon was advanced into the left main and inflated to 14atm in order to crush the proximal portion of the dislodged, and now stretched, stent. The stent was crushed successfully and the balloon and all wires were removed from the patient. No patient injury is reported.